Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/apr/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a possible right side rupture, "looks deformed," "funny shapes," "just didn't look right," and that it had "fallen down" and is at "bottom of breast." Additionally, patient reported rippled under breast, pain, implant concerns due to recall, and melanoma, unrelated to the device.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.